Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) experienced intermittent communication failure with the ilet, resulting in signal loss to the pump; the issue resolved after the user removed a sweatshirt, indicating a potential interference related to the antenna or electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with relevance to the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.